Manufacturer narrative:
This report includes final evaluation. No additional information is expected. Evaluation summary: a customer returned their actual complaint device because the battery was dead. The batch 0804c02 was manufactured in april 2008. A detailed investigation did not confirm the user's complaint. However, the investigation found missing dose number segments. The cause for this malfunction is a cracked cable which occurred during manufacturing. Users are typically aware of this malfunction. The directions for use prohibit continued use. There is no evidence of improper use or storage.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a patient, who contacted the company with a product complaint, concerns a female patient of unknown age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2009, the humapen memoir (lot 0804c02) was reported to have a problem. The battery was empty even though the dosage usage did not expire until 2011. This humapen memoir is associated with (B)(4). The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the patient had used this device model, although it was reported that the patient had the pen since 2008. The device was returned to the company on (B)(4) 2009. Initial examination found missing segments in the dose number display. It was unknown if this humapen memoir was continued. Refer to results/conclusion section. Update 23-oct-2009; additional information received 22-oct-2009; added lss summary to qc info tab; updated final fields, further investigation field and deleted expected follow up date on EU/ca device button; added refer to results/conclusions section to narrative and amended wording in third paragraph regarding initial investigation. Edit 26-oct-2009; minor edit made to device specific safety summary, the word probable was removed from the following statement: the probable cause for this malfunction. Edit 26-oct-2009; removed erroneous characters from device specific safety summary.

Event description:
This device case, which does not involve an adverse event, reported by a patient, who contacted the company with a product complaint, concerns a female patient of unknown age and origin.the patient was taking an unspecified medication for treatment of an unknown indication. In 2009, the humapen memoir (lot 0804c02) was reported to have a problem. The battery was empty even though the dosage usage did not expire until 2011.the operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the patient had used this device model, although it was reported that the patient had the pen since 2008. The device was returned to the company on the same day of the event. Initial examination found missing or additional segments in the dose number display. It was unknown if this humapen memoir was continued.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress.this is an initial report. A follow-up report will be submitted when the final evaluation is expected.